Event description:
During an initial implant procedure, the connector pin of the left ventricular (lv) lead became detached during placement. The lv lead was removed and a new lv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of connector pin detached was not confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. The connector pin was found in place and intact in the connector assembly. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.